Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was using the sensor for six days and upon removal, the sensor cannula was missing. The sensor values had been acceptable during usage. The customer was reportedly instructed to visit the doctor if he or she were to feel pain. The customer's blood glucose level was not known. Nothing further was reported.